Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq cuts off vmat beam with 1.5 mu remaining.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. It was ascertained that during a course of radiation therapy an arc was undertreated by 1.5 mu due to an abnormal termination. When the customer tried to deliver the remaining mu of the treatment the customer received a segment error message informing them that the remaining 1.5 mu could not be delivered. The message was prompted because the radiation delivery machine has set limitations/restrictions and is incapable of delivering a segment of an fff (high dose rate mode) treatment that is less than 2 mu. The under dose is approximately 0.03% for the fraction. This is an insignificant dose difference and would not lead to serious injury. Mosaiq did not have any malfunction and is working as designed and intended, mosaiq was only utilised to notify the user of an error received from the radiation delivery device.